Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. There were no patient complications reported.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported surgical intervention, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: although surgical intervention was reported, no allegations related to the device were received. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause of the revision surgery was. Additionally, a batch number is not provided, therefore a DHR could not be performed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. There were no patient complications reported.